Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal crimped during the loading attempt. They were unable to get the seal loaded into the delivery tube. A replacement heartstring seal was used to complete the procedure. The patient complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).